Manufacturer narrative:
(B)(4). The DHR for lot 13162 was reviewed. No ncs, reworks, or defects related to the pc were found. Lot 13162 is an affected lot of the 2018 linx recall.

Event description:
It was reported that post-op of her surgery on (B)(6) 2017, the patient developed reflux in (B)(6). At that time, she did contact her surgeon via email. The patient has had erosion of esophagus. The patient had egd in (B)(6) 2019, and esophagram (B)(6) 2019. The egd showed bile coming through and the esophagus was wide open. The device is still implanted. The patient aspirates all the time. It is unknown if the device is sideways or all the beads to one side. No one has noted that. Next steps for the patient are to contact a new physician to talk about next steps. In (B)(6) 2017 the patient was diagnosed with breast cancer, between treatments for that and work the patient had a hard time coming in for treatment for the egd. Reports from her cancer treatments where they did not note anything strange with her linx. During the colonoscopy she aspirated bile.